Event description:
It was reported that the pt had strong stimulation of the facial nerve, so that sufficient loudness could not be achieved. Even an adjusted fitting could not obviate the facial nerve stimulation. Testing showed values within normal limits. Due to medical reasons, the pt was explanted on (B)(6), 2010 and reimplanted with another manufacturer's device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.